Event description:
Account stated the latch spring is weak. Account stated the rail will still latch but the handle must be pulled on to make it latch. Account did not report any injuries.

Manufacturer narrative:
Account stated the latch block and the handle move freely and the cause is unknown. Account installed the spring and side rail latch to resolve the issue.